Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients lead is fractured. X-ray imaging was done to confirm the issue. Surgical intervention may be taken at a later date to address the issue.